Event description:
User experience a water leak from the analyzer while performing maintenance. He states the water covered most of the laboratory. No one was injured and no patient samples were affected. User resolved the issue as he noted the waer was not shut off before he removed the top and float from the water reservoir.